Event description:
Reporter alleged obtaining a discrepant blood glucose result of 294 mg/dl back to back with a result of 146 mg/dl on advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter doesn't have any strips left and so, no products will be returned for evaluation.